Manufacturer narrative:
(B)(3) - secondary surgery, endothelial cell loss. (B)(4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's right eye on (B)(6) 2009. The lens was explanted on (B)(6) 2010 due to significant reduction of endothelial cell loss. On (B)(6) 2009, pre-operative value was 3369 cells/mm. On (B)(6) 2010, post-operative value was 1089 cells/mm. No other lens was implanted, pt wears contact lens after removing icl. Patient's last visit on (B)(6) 2010, bcva 20/20.